Event description:
It was reported that during the procedure, the spring wire guide (swg) could not be removed from the catheter. An x-ray confirmed that the swg had become entangled within the patients' vein, causing a knot which prevented the swg from being removed through the catheter. As a result, both the catheter and swg were successfully removed without surgical intervention. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filled if additional information becomes available.